Event description:
The customer reported the system is displaying a saturation fault. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system batteries. System operates as intended. (B)(4).